Event description:
The pt reported a shocking/electrical sensation in the implantable neurostimulator (ins) pocket system even when the ins was turned off. The pt also reported that the system did not provide adequate stimulation coverage. The system was explanted. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no anomaly found - ins is functionally okay. Final device analysis of the lead revealed a non-standard non-conformance - # 1 conductor/wire broken. The # 1 conductor/wire was broken at the crimp of the #1 connector. Final device analysis of the extension revealed a procedural non-conformance - lead not completely seated in the extension. The lead was not completely inserted in the extension. The #7 connector of the lead is in the #6 connector of the extension. The setscrew was tightened to the insulation between the #0 and #1 connectors. It is unclear if the lead had been completely inserted originally. Final device analysis of the ins plug revealed no anomaly found.